Event description:
Additional information. There was no known accident or incident related to the event. Impedances were measured and all electrode pairs with 0-3 on the left lead were >12,000 ohms. All other impedance measurements were normal. The device was currently programmed with "many" programs using all of the electrodes. No further details were reported.

Event description:
It was reported there was a shocking or jolting sensation. The patient had been shocked 3 times, and the shocking would occur "all of the sudden." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3487a-45 lot #j0340345v implanted: (B)(6) 2003, lead model 3487a-45 lot #j0340345v implanted: (B)(6) 2003, extension model 3708220 (B)(4) implanted: (B)(6) 2007, programmer model 37742 (B)(4), recharger model 37752 (B)(4).